Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds, impedance issues, possible inner coil lead damage, and helix mechanism issues. It was noted the threshold was high at 4v (volts) at 0.4ms (milliseconds) and did not decrease. The physician tried to retract the helix to reposition the lead and after 20 turns there was still half a helix out and was still imbedding the ra. The physician elected to remove the lead, and a new ra lead was implanted, and satisfactory measurements were obtained. The attempted lead will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high thresholds, impedance issues, possible inner coil lead damage, and helix mechanism issues. It was noted the threshold was high at 4v (volts) at 0.4ms (milliseconds) and did not decrease. The physician tried to retract the helix to reposition the lead and after 20 turns there was still half a helix out and was still imbedding the ra. The physician elected to remove the lead, and a new ra lead was implanted, and satisfactory measurements were obtained. The attempted lead will be returned for analysis. No adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
Analysis found based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip, the susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.